Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The report is related to the following linked patient identifier (B)(6).

Event description:
It was reported that the distal cover fell into the patient¿s trachea during an unknown procedure. The distal cover was successfully removed without causing patient harm. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide additional information received through follow up (b5). It was reported event was november 2023, but the specific date is unknown. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the suggested event occurred due to distal cover not being properly attached to the right position. However, the subject device was not returned, and the specific root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: - operation - precautions. - preparation and inspection - attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device malfunction occurred at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp). There was no delay in the procedure. The patient was under deep sedation under anesthesia. There was a risk of airway obstruction. The intended procedure was completed using the same device. The duodenoscope cap was retrieved from the body and no required hospitalization due to the device malfunction.